Event description:
The customer stated that he tested his blood glucose and received a reading of 13.3. It was verified the meter was set in mmol/l. The customer did not adjust his medication or allege any adverse events due to the mmol/l readings. He was able to reset the meter to mg/dl, and no product will be returned.